Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the rear response button was non-functional. The cause for the defective response button was the response button cable being pulled out of the j1005 connector on the ca board. The root cause for the pulled response button ribbon cable could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During servicing of a monitor which was returned for evaluation into an unrelated issue, a reportable malfunction was found. The rear response button on monitor sn (B)(4) was non-functional.